Event description:
Spouse called alleging that patients meter gives a "not ok" message. Patient did not experience any symptoms at the time of testing. Patient contacted md for medical advice and did not recieve any treatment. Customer service walked patient's spouse through proper cleaning and retested using the proper testing procedure and still meter prompted the error message. Issue was not resolved, so ccr sent patient a replacement meter.